Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 6 failed. A field service engineer (fse) found that drawer 6 had failed and was not detected on the bus. The fse bench tested the drawer controller board, and all tests passed. The pyxis module controller (pmc) board was then replaced. The drawer was tested using the hardware test application (hta) and functioned properly, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 6 failed to open; recovery was unsuccessful, and a hard reboot of the machine did not resolve the issue. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.